Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt would not communicate with the monitor. The cause of the service code 204 is a damaged connector (j702) on the pca board inside the electrode belt distribution node (dn). The damaged to the connector prevented the belt from communicating with the monitor. The root cause of the damaged connector cannot be positively identified but was likely the result of excessive force on the trunk cable. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.